Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intra-operatively, the site alleged an inaccuracy. The site registered with a 2 metric and had a green circle at the area of interest. The site was able to proceed but about an hour into the case, the site saw that they were touching bone on the sphenoid but the software was showing them in the sphenoid; the inaccuracy was approximately 1-2 millimeters deep. The procedure was completed without the use of the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. Technical services (ts) reviewed and found that the trace pattern was good. There were points sinking into the skin at the bridge of the nose. The accuracy areas were in the yellow 2 millimeters zone. A manufacturer representative confirmed that at the time of the case, the site had a green zone of accuracy as well as the yellow. The representative also noted that the site was required to tape the eyes.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that there was no evidence of a software anomaly. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that a picture of the green circle of accuracy was provided. The error metric on that was 2.1. The error metric on the technical services (ts) system was 2.3. The manufacturer representative confirmed that the site did check the surface accuracy after being inaccurate and felt fine.